Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The wire was still attached but some of the wires were separated. The instrument failed the electrical continuity test. No signs of thermal damage were observed. An additional observation not reported by the site was also identified: the maryland bipolar forceps instrument was found to have a frayed grip cable at the distal end. Common causes of the failure mode frayed - distal instrument grip cable are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting wire broke, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. No image or video was available for review. A review of the instrument logs for the maryland bipolar forceps (part number 471172-17/lot number k10220221) associated with this event has been performed. Per the review, the maryland bipolar forceps instrument was last used in a procedure on 22-nov-2022 on system sk2522. The alleged instrument had 6 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the following event: it was alleged that the maryland bipolar forceps instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pediatric mitrofanoff surgical procedure, the maryland bipolar forceps instrument wire broke and the instrument stopped delivering bipolar energy. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.